Event description:
It was reported that during a charge dump of the device, it had a charge time of 11.3 seconds. It was suspected that this device should have a charge time in the beginning of life between the 8 and 10 seconds. It was felt that this was higher than normal and was not used. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Correction: changed date of death field to 'not applicable'. Evaluation summary: (B)(4). No anomalies found.